Manufacturer narrative:
The device was returned to olympus for inspection. The most probable root cause of the complaint is component failure. Based on the results of the investigation, it is likely the following led to the malfunction: damage or deterioration of parts due to wear and tear. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited air leakage from body part, cable watertight failure and scope mount loose. There was no patient involvement.